Manufacturer narrative:
Investigation completed 08/22/2017. Reported claim is unconfirmed. No problem found with the device. It passed all requirements on the inspection checklist. No root cause could be determined.

Event description:
Surgeon placed the mayfield on the patient and it slipped, causing lacerations on patient. Surgery delay was reported as 1 hour. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on may 11, 2017. Results: product was not released for inspection. DHR review; no abnormalities related to the reported failure. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined